Manufacturer narrative:
Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and detached end cap. The drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's end cap came loose after rewinding and was being held in place with tape. Blood glucose level at the time of the incident was not provided. The customer reported via phone call that the insulin pump would be replaced and agreed to return the device for analysis.